Event description:
Pt was here for port removal from her right shoulder. When the port was removed the surgeon stated to pt, "I'm ordering a chest x-ray because the tubing appears too short." Pt stated, "nurse at oncologist's office went to flush it on tuesday and when she was injecting the saline, fluid escaped into shoulder/chest area. Nurse heard/felt a pop. Oncologist checked."